Event description:
It was reported that an occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the cartridge and resuming the insulin supply.